Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator detected the internal handles as adult pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.